Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.

Event description:
A surgeon reported he has several patients with negative dysphotopsia following intraocular lens implant surgery. Additional info has been requested including the number of patients affected and the intraocular lens model(s) used.